Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a ansm user report which reported the following information: a customer reported receiving higher readings compared to how they felt while wearing the adc freestyle libre sensor. On (B)(6) 2018, the customer reported a scan of 470mg/dl and was treated by her husband with 7 units of insulin at 6:47pm. At 7:04 pm, the customer obtained a scan of 'hi' (reading greater than 500 mg/dl) and was again treated with an additional 2 units of insulin. At 8:14 the customer lost consciousness and the husband tried to revive her with slaps. At 8:16, another scan of 'hi' was obtained and another 1.9 units was administered. The husband attempted to provide IV glucose and was unsuccessful. At 9pm, firefighters obtained a blood glucose result of 15mg/dl on the hcp meter and treated the customer with coke- cola and a "bun". The customer was hospitalized for 2 days.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a (B)(6) user report which reported the following information: a customer reported receiving higher readings compared to how they felt while wearing the adc freestyle libre sensor. On (B)(6) 2018, the customer reported a scan of 470mg/dl and was treated by her husband with 7 units of insulin at 6:47pm. At 7:04 pm, the customer obtained a scan of 'hi' (reading greater than 500 mg/dl) and was again treated with an additional 2 units of insulin. At 8:14 the customer lost consciousness and the husband tried to revive her with slaps. At 8:16, another scan of 'hi' was obtained and another 1.9 units was administered. The husband attempted to provide IV glucose and was unsuccessful. At 9pm, firefighters obtained a blood glucose result of 15mg/dl on the hcp meter and treated the customer with coke-cola and a "bun." The customer was hospitalized for 2 days.